Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the login failure. The technical support specialist checked the station on application and worked on the configuration. The system functioned as intended as the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system multiple users unable to login multiple stations. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.